Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reports that customer had high blood glucose of 401 mg/dl, and experienced no delivery alarm. Troubleshooting was performed on insulin pump but could not continue due to not being able to change infusion set because nurses and living facility had it locked up and nurses were out to lunch. Customer's daughter was advised to call back when she received tubing clamp which she did not have in order to continue troubleshooting. Customer's daughter was also advised to call back when she was able to change infusion set to complete high pressure test since customer's daughter had just changed infusion set and did not want change again for test. No further information provided.